Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose, high blood glucose, the pump was possibly overdelivering, and the pump was malfunctioning. The customer reported a blood glucose value of 47 mg/dl. The customer reported hypoglycemia and hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-397a, mmt-1884, and mmt-332a. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-397a. The customer will discontinue the use of the device. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-332a. Updated summary: customer reported having a low blood glucose value. However, the sensor glucose value on the pump said that she was high. Customer did not actually have high blood glucose. No treatment was mentioned for the low. Customer declined further troubleshooting. Smartguard was used. Updated summary: it was reported to medtronic minimed that the customer experienced low blood glucose which was attributed to sensor glucose versus blood glucose. High blood glucose, and the pump was malfunctioning. The customer reported a blood glucose value of 47 mg/dl. The event involved product(s) mmt-397a, mmt-1884, mmt-7040a and mmt-332a. Troubleshooting was partially performed, and the customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-397a. The customer will discontinue the use of the device. Mmt-1884 was requested for return, and the customer response was the device would be returned. No product return is required for mmt-332a. No product return was required for mmt-7040a. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a-snsr updated summary: per updated complaint text, there was no allegation of over delivery. All that was said was there was no damage to the pump and that there was sensor glucose versus blood glucose issue.